Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) canada alleging her onetouch verio iq meter displayed an unknown ¿error¿ message (using an unspecified test strip lot number). The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation during the initial call. The alleged issue began in (B)(6) 2014. It is not specified how the patient manages her diabetes or if changes were made to her usual management routine. No symptoms or treatment was specified due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. There is no indication that the lfs products caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged strip issue remained unresolved.